Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use of the steerable guiding catheter (sgc), air was observed in the sgc chamber which required aspiration to prevent air in the anatomy and is considered medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was advanced to the left atrium (la). While retracting the wire, air was noted in the sgc chamber and syringe. It was then observed that the tip of the sgc was on the la wall; therefore, the sgc was slightly retracted. Aspiration was performed to remove the air, and the procedure was continued with the same sgc so access would not be lost. One clip was implanted, reducing the mr to 1+ with a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.